Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received power error alarm. The customer's blood glucose was 6.9 mmol/l at the time of incident. The customer was explained that the internal power source in the insulin pump was unable to charge. The customer stated that the power error alarm was recurring. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with critical pump error open book image due to force sensor flex cable incompletely plugged in. Unable to perform the self-test, displacement test, rewind test, prime seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error open book image. The power management tool has confirmed pump error 25 alarm was triggered when backup battery unloaded voltage was less than 3.7v for 240 consecutive minutes. Detailed trace analysis has confirmed the root cause is the non-sleep anomaly software error. The insulin pump had scratched case, cracked select button keypad overlay, keypad overlay texture damage, pillowing keypad overlay, and minor scratched lcd window.